Event description:
Upon withdrawing #6 french balkin sheath from the left femoral artery the sheath became frayed and the metallic marker ring became disengaged from the catheter and was retained in the soft tissue at the puncture site.